Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer did not have alternate insulin therapy available. Multiple attempts were made to follow up with the customer; however, no response from the customer was received.